Event description:
It was reported that cuff of this artificial urinary sphincter (aus) ended up being to big for the patient. The cuff was explanted and replaced. There is no additional information reported.